Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal outer set up joint (suj) and the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. System log review confirmed fiber optic cable degradation. Visual inspection found no issues related to the reported event. The proximal suj was also analyzed. In artemis, error 1126 was confirmed indicating that the hirose fiber receive power has fallen below the low warning limit. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Failure analysis engineering also tested the proximal on a patient side cart fixture test platform (pftp) where it failed fiber power tests. Applied behavioral analysis (aba) tested the fiber optic cable and verified it to be the source of the fault. After testing was complete, visual inspection found no issues related to the reported event. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the observed degradation damage of the fiberoptic communication cable of the proximal suj.

Event description:
It was reported that prior to starting (no ports placed) a da vinci-assisted surgical procedure, the customer experienced error 1126 in arm 4. The customer needed all four arms for this procedure and opted to swap out the patient side cart (psc). The customer tried hard power cycling the system several times prior to obtaining another psc for the upcoming procedure. Customer would like fse to follow up asap as all systems will be in use tomorrow morning. The procedure was aborted to another dv system and the patient outcome was not applicable.